Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus received a voluntary medwatch(mw5042748) report that indicated a patient presented to the emergency room due to septic shock. Olympus followed up with the consumer to obtain additional information and was informed that the patient presented to (B)(6) hospital and underwent an upper gi for unknown stomach burning. The patient was discharged home the same day. On (B)(6) 2015 the patient returned to the emergency room with complaints of vomiting, high fever and feeling weak. The patient was admitted to the intensive care unit (ICU) due to septic shock and then soon after went into acute kidney failure. It was reported that patient remained in ICU for two days and then was transferred to general care for observation until discharged on may 02, 2015. The patient is reportedly doing well. Olympus also followed up with the user facility to obtain additional information regarding the reported event and was informed that the facility is conducting an internal investigation. No further information was provided.